Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg level was not known. Cause of bg was not provided. Customer declined to provide additional information regarding event; however, customer alleged bg was not due to pump or supplies.